Event description:
Boston scientific received information that during a follow up visit, this implantable right ventricular (rv) lead and cardioverter defibrillator (ICD) displayed oversensing. It was thought this was due to external electromagnetic interference (emi). As the device is close to elective replacement indicator (eri), a replacement procedure is intended in the near future. All measurements were normal and no inappropriate shocks had been delivered as a result of the oversensing. An internal technical service consultant was contacted. After reviewing the electrograms, it was though the high voltage leads are reversed in the device header. When the high voltage leads are reversed, the device is sensing between distal coil/can and proximal coil and myopotentials from the pectoral muscles may be picked up on the shock channels and amplified. Emi could not be ruled out. Verification of the connection was recommended during the replacement procedure. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. Upon opening the pocket, visual observation confirmed the leads were reversed in the device header. They were disconnected and reseated appropriately in the replacement device. No adverse patient symptoms were reported.

Manufacturer narrative:
Upon receipt of additional information, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.